Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp). As testing determined the portable run time at less than 135 minutes, the fse replaced two batteries and completed preventative maintenance (pm). The iabp was calibrated and it passed all functional and safety tests per factory specifications. The fse returned the iabp to the customer and cleared it for clinical use.

Event description:
It was reported that during routine preventative maintenance (pm) by the company service territory manager (stm), the battery run time was found to be 90 minutes which is below specification. There was no patient involved and no adverse event reported.